Event description:
It was reported that distal tip detachment of the guidewire occurred. A 182cm v-14 controlwire guidewire was used to cross the lesion in the anterior tibial aptery. However, the distal end of the wire became detached upon maneuvering to change to another v-14 controlwire guidewire. The distal end can be seen in the anterior tibial artery.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has the distal tip peeled and proximal section kinked, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the distal tip peeled at 178.3cm approx. From the proximal end to distal end; and the body kinked at 8.3cm approx. From the proximal end. Dimensional inspection: all the outer diameter (od) taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment of the guidewire occurred. A 182cm v-14 controlwire guidewire was used to cross the lesion in the anterior tibial artery. However, the distal end of the wire became detached upon maneuvering to change to another v-14 controlwire guidewire. The distal end can be seen in the anterior tibial artery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).